Event description:
A (B)(6) year old male admitted due to severe sepsis, respiratory failure, and bilateral pneumonia. Patient underwent two successful midline insertions and two successful PICC insertions for venous access during his inpatient stay. On day eight of hospital stay during a chest x-ray, the radiologist noted an incidental finding of a linear radiopacity over line the right upper quadrant that could represent a foreign body. Further radiograph studies described the object as being 3 cm linear metallic foreign body in the branch of the right hepatic bein. A medical decision was made not to remove the foreign body to the risk of puncturing the hepatic vein. The foreign body could be a piece of the pick stylet that broke off during insertion.